Event description:
Same case as 6000089-2005-01049. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. After assessing the mid left anterior descending lesion to be at 75% stenosis, the physician used a 6f mach 1 vl3 guide catheter and a wizdom guide wire and crossed the long diffuse lesion without difficulty. He pre dilated the lesion with a 2.0 x 20 mm maverick balloon to 12 atms for 20 secs. He easity crossed and deployed a 2.25 x 24 mm taxus express2 drug eluting stent distally at 14 atms for 20 secs. As is his practice, he waited 20 to 30 secs after deflation and despite this he experienced "significant" balloon withdrawal resistance. He reinflated to 18 atm for 15 secs and with significant withdrawal resistance was able to remove the delivery balloon. He then deployed 2.5 x 20 mm taxus express2 drug eluting stent proximally, overlapping the distal taxus stent, at 18 atms for 30 secs and had difficulty removing the balloon (5/10 scale of difficulty). He re-dilated to 20 atms and was able to remove the balloon after significant resistance. There was no dissection. He post dilated with a 2.5 x 20 mm quantum balloon twice to 26 atms for 15 secs each. He obtained a very good angiographic result. No pt complications were reported.